Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the zeta stent dislodged from the stent delivery system (sds) balloon proximally onto the shaft of the device, during advancement to the lesion. The sds with the stent implant on the proximal shaft was pulled into the guiding catheter and was removed from the patient without a problem. Reportedly, there was no patient injury. No additional event or patient information is available.